Event description:
It was reported by the rep that (1) tx60g was used during an unknown procedure. It was reported that when the device was fired, staples did not come out and form completely. Another stapler was pulled and used to complete the case. There was no consequence to the pt.